Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. X-rays reviewed by treating neurosurgeon revealed an obvious fracture in the lead. Both the lead and generator were replaced.